Manufacturer narrative:
Concomitant medical products: product ID neu_stimloc_acc, product type: accessory. Reference manufacturer report # 3007566237-2016-01671. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The health care provider (hcp) reported via the company representative (rep) that the stimloc was used because the patient has thin skin. However, the support clip did not engage into the base as the base was curved due to the conditions at installation mentioned the physician. Several attempts were made unsuccessfully, placing the support clip failed. Finally the cap was used instead of fixation using the notch. The unsuccessful support clip could engage with another base which was placed on a flat surface and thus the physician assumed that it was not a defect in the support clip. There was no problem with the support clip. The same issue was observed on both sides, it could be the structural problem rather than individual problem of the product. No x-ray was taken. This event occurred when the physician was placing the lead on the day of this report. It was noted that the issue was not resolved at the time of this report. No symptoms were reported. No surgical intervention occurred, nor was planned. The patient was alive with no injury. The indication for use included parkinson¿s disease.